Event description:
The customer reported an issue with default parameters and no image displayed during fluoroscopy. The fse noted an intermittent issue with no display on the left monitor. The left monitor displays the live fluoroscopy image. Should this monitor fail during a procedure the system would be rendered inoperable. There is no report of pt injury or death.

Manufacturer narrative:
No conclusion can be drawn as repair information was not reported.